Event description:
Customer reported that pump battery would not charge, despite using a tandem charging cable and trying multiple wall outlets and adapters. Blood glucose level did not exceed 500 mg/dl. Customer reverted to multiple daily injection therapy to ensure insulin delivery continued without interruption.